Event description:
Information received indicates the scale is not functioning due to fluid leaking from the foot high/low motor onto the scale board cables.

Manufacturer narrative:
The technician replaced the foot hi/low motor and the scale board cables to repair the bed.